Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during tibial implantation of an attune tkr the impactor head split into two upon use when struck with the mallet. It was being used appropriately for it¿s designed purpose. The component was successfully implanted and patient outcome was not affected.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4).